Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no:2015691-2020-12535.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: h6, h10 the commander delivery system was returned after use in the procedure. Delivery system was returned unflexed with slight fine adjust used. Delivery system and loader assembly fully inserted through sheath. The 3-way stopcock is attached to the balloon port. The returned delivery system was visually inspected, and the following was observed: radial and longitudinal balloon burst confirmed. There does not appear to be missing balloon material. Guidewire lumen stretched out. Sheath circumferential delamination. Patient imagery was provided by the complaint event site for review and the following was observed:  the access vessels with observable calcification and tortuosity. The patient¿s native annulus was calcified.   Dimensional inspection was performed. Balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. Measurements taken of the balloon met specification. No relevant functional testing could be performed due to the nature of the complaint and condition of returned device (burst balloon). The complaint was evaluated through visual inspection and dimensional inspection. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no other complaints for the reported event. A review of complaint history on confirmed device complaints (returned and no product returned) from(B)(6)2019 to (B)(6)2020 revealed similar complaints for the edwards commander delivery system (all models and sizes) for all the complaint codes associated with this complaint. The following IFU and training manuals were reviewed for guidance and instruction on device preparation and usage involving the commander delivery system and esheath usage: IFU for commander delivery system with s3u and  device training manual. Balloon burst: if delivery system balloon bursts or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. If a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system o when removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified.   During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The reported balloon burst was confirmed from visual inspection of the returned device. However, a manufacturing non-conformance was not identified during the evaluation. Dimensional measurement of the inflation balloon single wall thickness was within specification. Review of the DHR, lot history, complaint history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As noted in the imagery review, the patient had calcification in the annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Per the complaint description, ¿the same 23mm commander delivery system was reinserted for post dilation of the valve. Upon inflation the balloon ruptured.¿ as instructed in the device training manual, a new delivery system should be used if post-dilation is needed. If the balloon material is compromised or weakened from interacting with calcification, using the same delivery system to post dilate can increase the likelihood of the inflation balloon being damaged or burst. While a definitive root cause is unable to be determined, available information suggests that patient (annulus calcification) and/or procedural (reuse of delivery system for post dilation) factors likely contributed to the reported event. Based on the visual inspection of returned device and confirmation of balloon burst, the ¿withdrawal difficulty was contributed by the balloon burst. A balloon burst would have created difficulty withdrawing the delivery system into the sheath. The altered balloon profile would have likely become caught on the tip of the sheath that required additional force to pull the ds back into the sheath. The sheath delamination are indicative of the burst balloon getting caught on the sheath distal tip with additional pull force during retrieval of burst balloon. While a definitive root cause is unable to be determined, available information suggests that procedural factors (retrieval of burst balloon) likely contributed to the reported event. In this case, the reported femoral dissection was likely caused by device manipulation during withdrawal of the devices and/or patient factors may have contributed to the complaint event (access vessels with observable calcification and tortuosity).   A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no edwards defect was identified, no corrective/preventative actions are required. Since no product non-conformance was confirmed in the returned complaint device and the occurrence rate did not exceed the applicable complaint control limits, a product risk assessment escalation.

Manufacturer narrative:
Additional information: d10 the device was returned for evaluation. Pre-decontamination evaluation confirmed the balloon burst and does not appear to be missing balloon material. Investigation is underway.

Manufacturer narrative:
(B)(4). The devices are to be returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, regarding a 23mm sapien 3 ultra valve in the native aortic position via transfemoral approach with a 23mm commander delivery system and 14f esheath. After implantation of the 23mm sapien 3 ultra valve, the 23mm commander delivery system was removed from the body. The same 23mm commander delivery system was reinserted for post dilation of the valve. Upon inflation, the balloon ruptured. The delivery system was pulled back to the sheath for removal. Withdrawal difficulties were encountered and the delivery system was unable to be removed through the sheath due to the ruptured balloon. The delivery system and sheath were removed as a unit. There was damage to the sheath but the extent of the damage could not be determined. Upon removal, a femoral dissection was observed that required placement of a peripheral stent.  The patient is stable and well and is planning to be discharged from the hospital. The devices will be returned for evaluation.